Event description:
It was reported that the patient felt that the device was positioned upright rather than flat and felt that the device was sticking to the skin causing discomfort. Follow-up revealed that the device shifted upright with patient movement and that incision became infected likely due to device movement. The device was explanted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.